Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 55 to (B)(6) male patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient had a cardiac effusion. The patients age and weight were unknown at the time of the call. Prior to going transeptal, it is the physician's standard procedure to check for effusions. At this time a small effusion was noted. After the procedure was completed, the physician did a second check for effusions and noticed that the small effusion they noticed earlier had become more substantial. After they noticed that it had grown, the anesthesiologist notified them that the patient's blood pressure was dropping. The effusion was confirmed via an intracardial echocardiogram (ice). A pericardiocentesis was performed and 200ml of fluid was withdrawn. After this the patient's blood pressure stabilized. The drains were left in place and the biosense webster, inc. Sales consultant was "pretty sure" that the patient was going to be admitted overnight for observation. The patient was hemodynamically stable and no further medical intervention had been performed as of the time of the call. When asked the physician indicated that the effusion may have occurred when they went transeptal. The physician stated that the bayliss transseptal needle may have "jumped" anterior during the transeptal stick. This case was not part of a clinical study. The biosense webster, inc. Devices used in this procedure were a smart touch surround flow ablation catheter (fj curve), a reprocessed (sterilmed) soundstar 8f catheter, a reprocessed (sterilmed) webster cs catheter (unidirectional decapolar) and preface sheath 8f, and irrigation tubing. Additional information was received on the event. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it could have been a possible error on the transeptal stick procedure, but that they are unsure. The patient outcome of the adverse event is fully recovered. The patient was observed overnight. Other relevant history: avrt accessory pathway. A transseptal puncture was performed using a baylis transeptal needle and sheath. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred post ablation phase. An irrigated catheter was used in the event, the flow setting was standard for stsf at 30watts. 15ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were; graph, dashboard, vector, and visitag. The parameters for stability for the visitag were 3g 25% of time 2mm tag size. The additional filter used with the visitag was respiratory filter 2.5mm movement. Time color option was used prospectively.

Manufacturer narrative:
The investigation was completed on 30-mar-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30685284l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on 05-apr-2022, noted correction to the 3500a initial under the d 10. Concomitant medical products and therapy dates field. In error added: unk_sterilized. In error added: unk_sterilized. Should have included: sterilized sound star 8f catheter should have included: sterilized webster cs catheter however, additional information received on 29-mar-2022, updated the concomitant product from sterilized sound star 8f catheter to reprocess sdstr eco 8f-90 ge. Therefore, updated d 10. Concomitant medical products and therapy dates field accordingly.

Manufacturer narrative:
Additional information was received on 14-apr-2022 on the irrigation tubing concomitant product providing the product information as smartablate irr tube set / product code: sat001 / lot #: ac6714386. Therefore, processed d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 29-apr-2022, a correction was noted to 3500a follow-up #1 as it should have included the update in the concomitant product from unknown brand irrigation tubing to unk_smartablate pump tubing ip.